Event description:
It was reported that the pump shut off unexpectedly at 80% battery life and became unresponsive. The customer's blood glucose level was reported to be 230 mg/dl; however, the customer was not sure if the high blood glucose level was due to the reported issue and commented that it could have been due to diet, as the customer had recently eaten chips. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.